Event description:
This report is being filed after the subsequent review of the following journal article kahn, s., gozzard, c., (2012), union of an intra-articular distal radius fracture after successive failures of three locking plates: a case report, strategies in trauma and limb reconstruction, 7, 45-50. The article reviewed a case with a (B)(6) male patient that is a smoker for past 12 years, history of intravenous drug abuse, and ongoing mental health issues. The patient was treated with fasciotomies and fracture fixation with a 3.5 mm locking compression plate (synthes). Repeat radiographs 8 weeks later due to pain showed a break across the plate at the level of an unfilled screw hole over the fracture. The patient underwent exchange plating with a 2.4 mm lcp distal radius plate (synthes). The revision was complicated by an infected wound dehiscence 2 weeks later requiring multiple procedures. Radiographs at 20 weeks showed broken distal screws. A second revision was performed. At 12 months the fracture was healed clinically and radiologically, but the 3 distal screws had broken. Screws not removed. Following 1st revision: unk ¿ screw ¿ si/rm ¿ infection, wound dehiscence/broken screws requiring 2nd revision. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screws. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.